Event description:
Patient reported obtaining a blood glucose result of 206 mg/dl, while using the suspect device. Based on this result, patient reportedly delivered 25 units of insulin glargine. Approximately 1.5 hours later, patient was reportedly found unconscious. A relative repeatedly tested patient's blood glucose, using the suspect device, and obtained results of "hi" (>600 mg/dl), 249 mg/dl, and 40 mg/dl. Patient was treated, by relative, with orange juice and glucose tablets, after which patient regained consciousness. Patient's current condition: "tired, but feeling good." Quality control testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped.